Manufacturer narrative:
Device investigation details: the device investigation has been completed as it has been determined that the lot number (e8318180) provided by the customer could not be verified as a valid number. As such, a manufacturing record evaluation (mre) cannot be conducted because a valid lot number was not provided by the customer. Still no device has been received for analysis, as the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a female patient underwent a cardiac ablation procedure with a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. Cardiac tamponade occurred when brockenbrough (bb) needle was used for transeptal puncture. Execution of pericardial drainage was performed and transferred to intensive care unit (ICU) for observation. The patient calmed down and was discharged without operation. The patient¿s outcome of the adverse event was reported as fully recovered. The physician¿s opinion on the cause of this adverse event is that it was procedure related. The physician commented that possibly the position at the time of bb was high. The transseptal puncture was performed but the needle details unknown. Prior to noting the cardiac tamponade, ablation was already performed. There was no evidence of steam pop. No error messages were observed on biosense webster equipment during the procedure. Based on the limited information available, this will be conservatively reported against the soundstar catheter was reported in use during the procedure.